Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. An apex monorail 12mm x 3.00mm balloon had been advanced to treat an unspecified lesion. Upon inflation, the balloon ruptured at "nominal" pressure. It is unknown how many times the balloon was inflated prior to the rupture. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.